Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged backup battery clip and housing on the power module, was confirmed when the unit was evaluated by depot services. The backup battery clip on the returned cable assembly was broken. The retention tab on the battery clip had broken off and was missing. The damage rendered the clip unusable as it was unable to stay on the battery properly. The housing was cracked and chipped along the front middle right and front right corner. The housing damage did not appear to affect unit operation and there were no exposed internal parts. The backup battery clip assembly was replaced with a revised clip harness assembly. The top and bottom housings were replaced. The unit was tested and returned to the customer. The unit was approximately 12 years old. The root causes of the damages were not determined in this investigation. The power module assembly (pn 103286) was built in (B)(6) 2009. The top assembly (pn 1340) was packaged and placed into inventory on (B)(6) 2009. The unit was sent to the customer on (B)(6) 2009. Service records were reviewed; the unit had no previous services. The battery clip cable assembly (pn 101821 lot # 20094282) was installed when the unit was built. The battery cable assembly (pn 101821) has since been replaced with the streamline backup battery cable assembly (pn 106002). Power module use and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU) (rev c p.3-5 and p.4-3), the heartmate ii lvas IFU (rev h p.3-4 and p.4-5) and the heartmate power module instructions for use (rev b p.48). Maintenance and replacement of the power module backup battery are addressed in the heartmate 3 lvas instructions for use (rev c p.3-9), the heartmate ii lvas patient handbook (rev g p.60) and the heartmate power module instructions for use (rev b p.5). Power module backup power is addressed in the heartmate 3 lvas instructions for use (IFU) (rev c p.3-24), and the heartmate ii lvas IFU (rev h p. 3-20). Disconnecting and reconnecting the backup battery in the power module is addressed in the heartmate 3 lvas IFU (rev c p.3-28 and p.3-31) and the heartmate ii lvas IFU (rev h p. 3-24 and 3-27). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an unknown issue with the battery connector on the power module.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.